Event description:
It was reported that there was a crack on the screen of the insulin pump. Customer's blood glucose level was 341 mg/dl. Customer had a few low blood glucose levels such 51 mg/dl and 53 mg/dl. Customer treated with juice to bring it up. Customer also had lows yesterday at 67 mg/dl and 51 mg/dl. Customer believes that it was due to a basketball game. Customer fell during recess this morning. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Unable to perform the occlusion test due to lcd anomaly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.